Manufacturer narrative:
The autopulse li-ion battery was returned to the manufacturer and evaluated. The reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.

Event description:
Complainant alleged that the autopulse® platform stops after 10 minutes of use, however, no error messages were displayed. Battery indicates that it is "empty" and no other error messages were observed. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.